Event description:
The customer reported that 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injured as a result of the event. Covidien inspected the device and found that the malfunction was caused by the user. There was noting wrong with the ventilator. The hospital staff was advised on how to properly handle the patient tube to prevent from leakage.